Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01489. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to incontinence and prolapse. It was reported that following insertion the patient experienced pain and urinary problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence, cystocele, rectocele, and prolapse. It was reported that the patient experienced pain, erosion of internal body tissue, urinary problems, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of mesh exposure with rectocele repair, cystocele repair using the patient¿s native tissue on (B)(6) 2014 by (B)(6) due to small mesh exposure with enterocele and rectocele.

Event description:
It was reported that the patient underwent excision of mesh exposure with rectocele repair, cystocele repair using the patient's native tissue on (B)(6) 2014 by (B)(6) due to small mesh exposure with enterocele and rectocele.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, and rectocele.